Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had been experiencing bladder infections for a while. The patient stated a previous healthcare provider told them that women have bladder infections due to bacteria and to accept it and go on, but their family doctor would put them on antibiotics and it would clear up and go away. The patient reported the bladder infections had gotten worse to the point that their healthcare provider put them on a new medication and they had not gotten an infection since. The patient did not know the date of when the bladder infections started or when the started to get worse. No further complications were reported.